Manufacturer narrative:
Product has not been returned to the MFR for eval. If product is returned, eval will be completed and final report will be submitted.

Event description:
"Tip of insufflation needle bent as it was being inserted into pt abdomen. This has happened before with the result of the tip breaking off inside the pt. Alternate lot #'s have been tried with the same results of the tips bending."